Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst commented that the helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that during an implant procedure, the lead could not fixate on the cardiac muscle. The physician opted to use a different lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.